Manufacturer narrative:
Concomitant medical products: dvbc3d4 ICD and 6947m62 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to a chronic infection. No further patient complications have been reported as a result of this event.